Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analyzed. The available impedance trends showed a stable pacing impedance about 400 ohms until the beginning of (B)(6) 2016 with a subsequent varying impedance curve between 200 ohms and 400 ohms. Furthermore the provided iegm episodes confirmed artifacts on the rv channel as well as on the ff channel. However, in spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that about 37 months after the implantation, during a follow-up, oversensing was noted on this lead. A new pace/sense lead was implanted. No adverse patient side effects were reported.